Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to uterovaginal prolapse, cystocele and rectocele and mesh was implanted. It was also reported that following insertion the patient experienced erosion, infection, recurrence, bleeding, dyspareunia and vaginal scarring. It was further reported that patient underwent a mesh removal on (B)(6) 2012, and (B)(6) 2013 due to bleeding, mesh exposure and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/11/2016. It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) due to vaginal bleeding and scarring.